Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected battery out limit alarms noted. The insulin pump had cracked case at the display window corners, cracked display window, cracked battery tube threads, minor scratched display window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their pump. The customer states they received battery out limit alarm and have replaced the batteries, but the buttons are unresponsive. The customer's blood glucose level at the time of incident was 197mg/dl. The customer was advised the pump would be replaced and returned for analysis. The customer also mentioned having been hospitalized for high blood glucose levels. The customer declined to troubleshoot for the high levels.